Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient was hospitalized with a blood glucose (bg) of 577 with nausea and large ketones. Treatment included IV fluids and insulin injections. During troubleshooting, customer support found that the patient was not priming the tubing appropriately, including the fill cannula option, and attributed the hyperglycemia to user error. This complaint is being reported as the patient experienced hyperglycemia due to use error.